Event description:
During knee arthroscopy dr. Noticed that the patient's leg was "tight" and that the pump seemed to be running at a pace faster than normal. Pump was changed and problem continued. Tubing was changed and fluid pace appeared to be normal.====================== manufacturer response for pump, arthroscopy, (brand not provided)======================sales rep came immediately to inspect device.====================== manufacturer response for pump, arthroscopy, (brand not provided)======================sales rep came immediately and inspected devices.====================== manufacturer response for tubing, arthroscopy, (brand not provided)======================sales rep came in immediately to inspect.